Event description:
It was reported that during routine follow-up this right ventricular (rv) lead exhibited high out-of-range shock impedance (150 ohms). Technical services review of the device data showed that over the past 28 days the average shock impedance value was approximately 135 ohms. The value had increased in general over the past year, but slowly. With the current average, ts recommended continued monitoring until the average value exceeded 150 ohms, after which time lead revision would be recommended. It was stated that the physician may consider lead revision during the normal changeout of the implantable cardioverter defibrillator (ICD) in approximately 1.5 years. The rv lead remains in service and there were no adverse patient affects.